Event description:
It was reported that during patient use, a ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).